Event description:
It was reported that the bd alaris¿ lvp 20d dehp 2ss cv tubing balloons. The following information was provided by the initial reporter: customer reports the bd alaris pump door difficult to close and the tube bubbled in pump chamber towards the bottle side end.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d dehp 2ss cv tubing balloons. The following information was provided by the initial reporter: customer reports the bd alaris pump door difficult to close and the tube bubbled in pump chamber towards the bottle side end.

Manufacturer narrative:
H6: investigation summary: one photo was returned by the customer. It was reported that the tube bubbled. The photo shows a bulge / balloon in the pumping segment, and therefore verifies the complaint. However, the root cause of this failure was not identified as no product was returned. A device history record review for model 2420-0500 lot number 22015881 was performed. The search showed that a total of (B)(4) units in (B)(4) lot number was built on 29jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.